Event description:
Procedure type: unk. According to the reporter: the customer checked the ports prior to use. Inserted the trocar into cannula, a part of seal broke. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 04/13/2009.